Event description:
Pt was implanted with helical blade, nail and locking screw for a left hip fracture. Helical blade migrated medially into the joint space. Original helical blade was removed and a new, shorter helical blade was inserted. The short tfn and 5.0mm locking screw were not removed and remain implanted. X-rays taken immediately post operatively on (B)(6) 2011 indicated that the helical blade was originally placed center-center in the femoral head, tip to apex, and was less than 20mm. This is the first of two reports for this event, this report is on the blade.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device is in the evaluation process, no conclusion has been drawn.